Manufacturer narrative:
Age at time of event: (B)(6) or older. (B)(4). Device evaluated by MFR: returned product consisted of a coyote balloon catheter with no other devices. There was blood in the inflation lumen and balloon. Magnified inspection identified a pinhole in the balloon material over the distal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Other than the identified damage, there were no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly tortuous and moderately calcified vessel below the knee. A 2.5mmx220mmx150cm coyote¿ balloon catheter was advanced for dilation. The balloon was inflated however on the second inflation, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.